Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Device not returned.

Event description:
It was reported the customer received an occlusion alarm. Customer reported an elevated blood glucose level of 291 mg/dl. Tandem technical support performed a system check and determined the site should be changed. The customer indicated that it would be changed and deliver any necessary correction boluses. Customer was unable to provide infusion set information.